Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module kept alarming.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module kept alarming was confirmed with the returned power module (serial # (B)(6)). The returned power module booted up as intended, and after the boot up process a red battery/yellow wrench alarm was active. The evaluation determined the internal backup battery (serial # (B)(6)) expired on (B)(6) 2022, which was replaced as part of the preventative maintenance. The internal backup battery was received for evaluation and the red battery/yellow wrench alarm was reproduced. Using an external power supply, the battery was charged; however, did not pass the test power module boot up process. While the evaluation determined the reported alarm was related to the battery, a root cause was inconclusive with the use of an expired battery could have contributed to the reported event. The unit passed all testing per procedure. The power module was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Hmii IFU, hm3 IFU, has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. In section 3 of both manuals, powering the system, describes all audible and visual alarms. This includes red battery and red battery/yellow wrench alarms. Red battery alarm this indicates less than 5 minutes of power module backup battery power remain. Red battery/yellow wrench alarm this indicate the power module backup battery is not functioning properly or it is not installed. Also, in this section describes how to set up the power module before use. To set up the power module, perform these tasks: ¿ install the power module backup battery. ¿ connect the power cord. ¿ connect the power module patient cable. Also, steps to ¿installing the power module backup battery¿ describes how to connect or disconnect for when the power module is not in use. In section f of both manuals, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module kept alarming was confirmed with the returned power module (serial # (B)(6)). The returned power module booted up as intended, and after the boot up process a red battery/yellow wrench alarm was active. The evaluation determined the internal battery (serial # (B)(6)) expired on 30apr2022, which was replaced as part of the preventative maintenance. The unit passed all testing per procedure. The power module was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. In section 3 of both manuals, powering the system, describes all audible and visual alarms. This includes red battery and red battery/yellow wrench alarms. Red battery alarm this indicates less than 5 minutes of power module backup battery power remain. Red battery/yellow wrench alarm this indicate the power module backup battery is not functioning properly or it is not installed. Also, in this section describes how to set up the power module before use. To set up the power module, perform these tasks: install the power module backup battery. Connect the power cord. Connect the power module patient cable. Also, steps to ¿installing the power module backup battery¿ describes how to connect or disconnect for when the power module is not in use. In section f of both manuals, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.